Manufacturer narrative:
Medical safety reviewed the event and noted the patient experienced adverse events with the impella 5.5 and is serious injury. However, there is not enough evidence to exclude the impella rp flex as an associated factor to the patient's outcome (demise) with report of inadequate pump flow and suboptimal positioning in addition to adverse event. The impella 5.5 is one of two devices associated with the event. Note the following: -refer to manufacturing report number 1220648-2025-28268 for the impella rp flex report. The impella 5.5 device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient on impella 5.5 support, post-operative aortic and mitral valve replacement surgery five days prior was implanted with an impella rp flex device via the right femoral vein for bipella mechanical circulatory support. Prior to bipella support, heparin was stopped due to nosebleed. Thereafter, approximately two days after start of bipella support, the patient's urine was noted to be port wine color, haptoglobin low and labs were hemolyzing. The following day, an assessment was made for further patient bleeding (outcome of the assessment unnoted). Hemolysis was still present, however, with low haptoglobin, elevated lactate dehydrogenase, and red urine. Additionally, the impella rp flows were not within normal limits for given the performance level, and there was an abrupt change in motor current/flows noted at 06:00 morning. Previous posterial nasal bleeding led to clots, respiratory failure, and reintubation, and the team was, therefore, hesitant to restart anticoagulation. The next day the patient vomited and aspirated overnight requiring reintubation. An orogastric tube was placed and set to suction with 500ml dark red output. Three units of packed red blood cells and two units of fresh frozen plasma were given. The patient lost pulses in right lower extremity, systemic heparin drip was initiated. The impella rp flex flows increased from 1.8l/min to 2.4l/min. The patient had been started on continuous renal replacement therapy. On chest x-ray, the impella rp flex outlet appeared deep in left pulmonary artery. The physician was notified and bipella support continued. The following day, the patient was taken to the operating room for veno-arterial extracorporeal membrane oxygenation (va ECMO) cannulation and impella rp flex explant. The impella 5.5 remained implanted and in place as verified by echocardiogram. However, three days later the patient would expire. Care was withdrawn.